Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on 09/13/2015, on behalf of her husband who is a seven day trial patient to report that on (B)(6) 2015, upon removing the sensor pod from the patient's body the sensor wire was missing. The sensor wire was not found at the insertion site or on the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.